Event description:
During a tuna procedure it was noted that the needles would not retract back into the cartridge. The cartridge was removed from the pt with the needles fully extended. No adverse effects to the pt were reported. The procedure was completed using another tuna cartridge. No treatment interventions were required.